Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving fentanyl [8000 mcg/ml] at a dose of 4499.7 mcg/day and bupivacaine [25 mg/ml] at a dose of 11.249 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome-other. It was reported on (B)(6) 2017 that during the pump replacement that day the hcp was unable to aspirate the catheter. It was noted that the hospital would not supply the intrathecal drug so the new pump was implanted with sterile water and drug in the existing catheter and the patient would go to the clinic to have the pump refilled with the drug. The hcp thought the internal pump tubing volume was 0.14 ml with regard to the duration of time with sterile water/no drug delivery. The hcp stated they were going to just let the pump run at the normal flow rate and cover the patient with oral mediation during the time of the sterile water delivery. No symptoms were reported. It was later reported that same day that it was ¿confusing¿ for the hcp, patient, and representative as the hospital would not allow even preservative free normal saline let alone drug to be placed in the pump reservoirs so that is why the patient had to go from the hospital to the clinic to have drug placed in the new pump. It was indicated that the pump replacement was due to normal battery depletion. It was noted the hcp said they would monitor the patient with oral medications during the sterile water delivery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative on 2017-jan-09. It was reported that the hcp wanted to leave the catheter ¿as is.¿ it was indicated that no reason for the inability to aspirate was noted.